Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 10/18/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection showed some cosmetic damages and no damage was observed with the bolus button cover. Investigation was unable to duplicate the complaint. The bolus button responded properly.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas, alleging that the ¿audio bolus¿ button is unresponsive. The patient reported that there was no trauma to the pump. The patient noted that there is no damage to the ¿audio bolus¿ button and the rubber keypad. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.